Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose level was 37 mg/dl. They treated it with glucose tablets. The insulin pump was on auto mode at the time of incident. The customer declined troubleshooting for low blood glucose level because they knew it was due the insulin pump error on the insulin pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.